Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-04539). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported through remote transmission that the device had reached premature eri. Review of records revealed that the battery voltage had dropped significantly within one month. The device was explanted and replaced. The patient was doing fine post-procedure.